Event description:
Info received indicates that the manufacture and expiration dates on the label are incorrect for one lot of product. The incorrect labeling was reported by the sales rep and there was no pt involvement.

Manufacturer narrative:
(B)(4). Analysis: the actual product was evaluated and showed the incorrect dates for manufacture and expiration. Investigation revealed that the supplier's expiration date for one lot of product was inadvertently entered as the manufacture date during re-packaging, and the expiration date was automatically set to 4 years after manufacture, therefore, making both dates incorrect. Conclusion: the event was related to labeling, and there was no pt involvement.